Event description:
Instrument failure - the impactor broke while impacting the shell.

Manufacturer narrative:
The instrument was returned on 3-jan-2018. When the reported event occurred the instruments may have been in service for 9.7 years. This event occurred during surgery near the patient. There was another suitable device available, the incident did cause a 10 minute delay in surgery, serious risk to the patient was noted, however; the surgery was completed as intended. The instrument was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR) revealed non conforming material report number 10669 for 5 parts/visual inspection per material specification #10/dings and nicks on threaded sleeve, disposition 5 parts returned to vendor. No other discrepancies or issues with the manufacturing history of this part. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. There was 1 previous investigation against this lot number. The summary of complaints is as follows: 6 (functional), 8 (dull/worn), 36 (threads damaged/galled), 1 (weld), 3 (bent), 102 (broke/cracked/damaged), 1 (hardware missing/lost), 1 (device cracked/broke), 1 (other), 3 (end of life), 88 (blank). Examination of the returned impactor confirmed the threaded sleeve is broken. The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required.